Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced during a generator change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).